Event description:
It was reported a returned sample is the catheter from a 20ga powerglide pro with unknown defect. No other information was provided. It was found during an investigation on (B)(6) 2023 that an irregularly shaped split was found in the catheter tubing.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following investigation elements were determined to be applicable and were completed as part of this investigation: ¿ complaint history review, ¿ DHR records, ¿ sample analysis. Based on a review of this information, the following was concluded: the complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One used 20 g x 10 cm powerglide pro catheter with a reinforced tip was returned for evaluation. An irregularly shaped split was found in the catheter tubing just distal to the molded joint. The edges of the split were observed to be jagged and uneven, and the fracture surfaces were observed to be mostly smooth and granular in texture. Some material whitening was observed around the edges of the split. While the exact cause of the split in the catheter tubing could not be determined, possible causes include instrument damage and material fatigue. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.